Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: d314trg ICD, implanted: (B)(6) 2012; 4965-50 lead implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the epicardial left ventricular (lv) lead had a fracture confirmed by fluoroscopy, high impedance and no capture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.